Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/13/2024, it was reported by an arthrex employee via (B)(4) that an ar-6410 main pump tubing membrane was stuck, causing the pump to over-spin. This was discovered before use in a case with no patient harm.

Manufacturer narrative:
Correction, h1 to n/a. Arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon further review and evaluation of associated risk documentation, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint was confirmed based on photographic evidence showing an ar-6410 with a visibly compressed neoprene sleeve. Arthrex determined that the most likely cause of the reported failure was user error, specifically due to repeated disconnection and reconnection of the pressure line connector to the arthroscopy pump, which disrupted the system¿s pressure stability.